Manufacturer narrative:
After further evaluation the suspect medical device was changed from the architect ca 19-9xr reagent , ln 02k91-20, manufacturing site abbott laboratories, registration # (B)(4) to the architect i2000sr analyzer, ln 03m74-01, manufacturing site abbott laboratories, registration # (B)(4). MFR# 1628664-2013-00365 has been submitted to address this event.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 294.75 and a repeat ca 19-9 result of 23.64 u/ml. There was no adverse impact to patient management reported.